Event description:
After an implant period of approximately 42 months, during a follow up, oversensing was observed on this lead. The lead was replaced due to suspicion of insulation break.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 14 cm distal to the is1 connector pin. A proximal and a distal lead fragment were returned. In between a 5.5 cm segment of insulation body was missing. The received lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. In particular at the distal lead fragment, near the rv shock coil, the insulation was found rubbed through. This damage can be considered as the root cause of noise which led to shock delivery as mentioned in the complaint description. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Furthermore cuts in the insulation and deformations of the shock coil were observed which most likely resulted from the extraction procedure. The analysis did not reveal any sign of a material or manufacturing problem.